Event description:
It was reported that the ventilator shut down on a patient. There was no patient harm. (B)(4).

Manufacturer narrative:
The investigation of the returned control printed circuit board (pcb) has been completed. Visual inspection showed no defects. The returned control pcb was mounted in a reference ventilator for simulated use testing. After 7 days, ongoing ventilation stopped and technical alarms were generated, which indicated communication error, patient category mismatch and disabled valves. The ventilator did not shutdown. The control pcb was defective. The root cause of this failure has not been determined. An evaluation of the received logs confirm stop of ventilation, but not ventilator shutdown. If the underlaying defect is present on the control pcb, ventilation will stop, alarms will be generated.

Event description:
(B)(4).